Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and elevated blood glucose (bg) levels that ranged between 400 mg/dl and 700's (mg/dl); cause was unknown. Customer received an insulin drip to address bg levels. Additionally, it was reported that the customer experienced difficulty removing the cartridge from the pump. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received. Reportedly, the customer had manual injections as alternate insulin therapy.